Event description:
The customer reported that the sys intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The interconnect cable was also replaced during the svc event. The system was tested and found to be working as intended and returned to service.